Event description:
It was reported that a guidewire detachment occurred. A 018/260 platinum plus guidewire was used. However, during the procedure, the guidewire broke inside the patient. The physician retrieved the device with a pigtail and snare combination. An echocardiogram team was also present to assist the removal of the device. No patient complications were reported.